Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was sent to the operating room at 09.55 on (B)(6) 2022, due to calculi in the left lower ureter. Transurethral left ureteroscopy, lithotripsy, ureteral stent placement was required. Ureteral stent to expand the ureter and prevent postoperative ureteral stenosis and obstruction. At about 11.20, user from the hospital opened the ureteral stent bag. When they opened the bag, they found that the end of the tube was connected to the sealing opening of the packaging bag and pulled it out. After the double j tube was found to be broken at the end, the ureteral stent was replaced with a new ureteral stent, and the catheter placement went smoothly. The operation ended at 11.55.

Event description:
It was reported that the patient was sent to the operating room at 09.55 on(B)(6), 2022, due to calculi in the left lower ureter. Transurethral left ureteroscopy, lithotripsy, ureteral stent placement was required. Ureteral stent to expand the ureter and prevent postoperative ureteral stenosis and obstruction. At about 11.20, user from the hospital opened the ureteral stent bag. When they opened the bag, they found that the end of the tube was connected to the sealing opening of the packaging bag and pulled it out. After the double j tube was found to be broken at the end, the ureteral stent was replaced with a new ureteral stent, and the catheter placement went smoothly. The operation ended at 11.55.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". The device was attempted to be used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned